Event description:
It was reported by service report that the head lift would not go up or down, the siderails did not work and the scale was giving an error on display. No pt involvement or adverse consequences are reported.